Event description:
The customer stated she ran blood glucose tests on two contour next meters and received readings of 54 and 119 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. New strips were sent to her.